Manufacturer narrative:
No product returning for evaluation. Should new relevant information be received, a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer's blood glucose level was slightly elevated.